Event description:
It was reported that the cot wheels do not remain at full extension when removing from the vehicle causing unintended lowering of several inches upon touching the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer could not locate the unit for further evaluation. H3 other text : device not accessible for evaluation.

Event description:
It was reported that the cot wheels do not remain at full extension when removing from the vehicle causing unintended lowering of several inches upon touching the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.